Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. In-service instruction was provided to the customer. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had flat, gray images. No patient injury was reported.